Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6) serial: (B)(6), batch:a000113067.

Event description:
It was reported that the patient was experiencing from ineffective therapy. Further investigation revealed high impedance on lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused impedance issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024, wherein the system was explanted due to patient anatomy. During removal of the impeded lead, the non-impeded lead and anchor became dislodged, and had migrated from its original position. The patient's interlaminar spaces ossified, and the leads were unable to be implanted. As a result, the full scs system was explanted, and surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Section a4: patient weight was corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.